Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the device was not returned for evaluation, it was determined that the pressure increased due to the "test/bladder" setup leaking. It is possible that the olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a cervix hysterectomy.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during testing, the pressure had been fluctuating on the high flow insufflation unit. During the investigation with tac, the customer was told that, per the instruction manual, the insufflation stops after reaching the set pressure. During the investigation, biomed found that he was incorrectly using the gas flow meter, causing the meter to be leaking. After resolving the gas flow meter leak issue, no more deficiencies were reported on the unit. This complaint is related to patient identification number (B)(6) (uhi-4/high flow insufflation unit/sn (B)(4).